Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the office had no record of an x-ray being completed. The office also didn't have a record to indicate if the stroke was related to the device or therapy. The patient went on to the full implant on (B)(6) 2017.

Event description:
Information was received from healthcare provider via a company representative regarding a trial patient. It was reported that patient experienced some weakness and they wanted to scan the patient to check for stroke. A possible of stroke was noted. There were no further complications that have been reported as a result of this event.